Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The manufacturer representative reported the cause of shocking with adaptive stim was not determined. Reprogramming was performed which resolved the issue. No further complications were reported/anticipated.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that patient's stim was causing shocking sensations. Patient met with a manufacturer representative on (B)(6) 2017 to program adaptive stimulation and since then, the stim was not working right. Patient stated it was horrible there was no pain control and when adaptive stim changed, patient got a shock through side before it went down. Patient was put on high density programming. Troubleshooting was performed and patient's adaptive stim was turned off until patient was going to be checked. Patient was scheduled to be seen again by a manufacturer representative on the date of the report to further troubleshoot.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.